Event description:
According to the report, the surgeon performed a reoperation on a patient who received bioglue during a valve replacement surgery. The surgeon and his physician assistant thought the patient had a pseudoaneurysm. However, during the reoperation, it was discovered that the patient did not have a pseudoaneurysm but had a sterile abscess. The surgeon and the pa feel that the formation of a sterile abscess was caused by bioglue.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.